Manufacturer narrative:
The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but the data could not be downloaded. Corrosion was observed on the pcb, causing the low battery voltages and fluid was observed on the commutator cap but no internal leak source was found when the fluid path was tested. Fluid was diverted form the fluid path through a tear in the external portion of the soft cannula. The timing and cause of the cannula damage could not be confirmed and cannot be faulted for the internal corrosion. Without the download data the alleged hazard alarm cannot be confirmed. The cause of the internal corrosion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm/alert/advisory during priming at the infusion site (arm). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to around 400 mg/dl while wearing the pod between 4 and 24 hours.